Manufacturer narrative:
Exemption number: e2014018. The two calipers are in a mint condition, but two adjustments screws and one guiding screw are not in place. Only one of the adjustment screws was provided, the other adjustment screw and the guiding screw are missing. Vigilance investigator carried out the pictorial documentation visually and microscopically. A caliper "a" one of the adjustment screws is not in place. At caliper "b" one of the adjustment screws and guiding screw are not in place. It is no longer traceable from to which caliper the provided screw belongs to. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage.

Event description:
It was reported by the healthcare professional "the screw was loose and this made is impossible to use the caliper."